Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The right atrial (ra) lead was removed from position on lateral atrial wall and replaced with passive lead. No further patient complications have been reported as a result of this event.